Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the up arrow button stopped working properly. Customer had to push hard on the button before it would work. Customer's blood glucose level was 148 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.